Manufacturer narrative:
E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported no complaint against the device. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device remains implanted.